Event description:
It was reported that a spectrum pump was constantly alarming for system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through evaluation. This deficiency was caused by a failed motor (flex),. The motor was replaced.